Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Event history log could not be accessed since pump would not power on. Customer stated problem was verified during attempted start-up, pump would not power on. The root cause of the reported issue was found to be due to contamination of the main board. Actions were taken to mitigate the reported issue: replaced cracked case and main board.

Event description:
It was reported that the device was alarming failure force sensor and would not turn on. No patient injury was reported.